Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to constant alarm loop during boot up. Insulin pump was unable to verify motor error alarms due to constant alarm loop during boot up. Electronic stack was disassembled and reassembled; monitored for a few days with no alarms noted. An alarm was isolated to electronic assembly. Motor was tested outside of the device and passed. Insulin pump minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and moisture damage on lcd board noted.

Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 8.9 mmol/l. No further information reported.